Event description:
The infusion pump was reported to be infusing milrinone and piggybacked with two other infusion pumps administering other medications to the proximal infusion port (pip) of a swan ganz catheter. Reportedly, all three pumps infusing to the pip alarmed downstream occlusion while IV pushes were being performed to an additional port of the catheter. The clinician reported that after the downstream occlusion alarm, another failure alarm occurred with all three pumps and the pumps were removed from the patient. The clinician reported the failure alarm is not known and that the serial numbers of the pumps were not recorded. The clinician stated that the pumps were replaced at the bedside and not retained for evaluation. According to the clinician the above situation occurred during a "code blue" at the hospital and the patient recovered from the event. No additional clinical information was able to be obtained.